Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter had an "error 2" issue. The patient tests his blood glucose once a day before breakfast. The patient takes 4 tablets of glucovance and 1 tablet of actos everyday regardless of his meter readings. The patient indicated that the alleged meter issue started about a week and a half before he contacted lfs on the same day. During that time, the patient claimed that he was unable to test his blood glucose because of the alleged issue. Although the patient was unable to test. He continued to take his medications as prescribed and did not make any changes to his diet. On an unspecified date/time after the alleged meter issue began, the patient reportedly developed symptoms of blurry vision which he associated with hyperglycemia. The patient started watching his diet and this reportedly helped to relieve his symptoms. The patient denied receiving medical intervention from a health care provider. His blood glucose was not tested on another device during the time of concern. The reported meter issue was resolved with training/troubleshooting. The patient was not using a correct technique for testing with the reported meter. He was applying blood to his test strip before inserting the strip into the meter. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of hyperglycemia after the alleged meter issue began. The patient also claimed that he was unable to test for over a week, due to the meter issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned. Lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.